Event description:
Following a coronary angiography, an angio-seal device was deployed to seal the arteriotomy site; hemostasis was achieved. Approximately five hours later, the pt developed a hematoma; manual pressure and a pressure bandage were applied to achieve hemostasis. A pre-deployment angiogram was not performed. In september 2003, a pseudoaneurysm was diagnosed and was surgically repaired.